Event description:
A malfunction code was reported by a customer. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether their level exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump by providing pump reset information since the customer had not previously reported or reset the pump for this malfunction. However, after the reset, the customer faced an issue with charging the pump, leading to the creation of a separate case by technical support.